Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with thermal damage to the molded insulator of the grip assembly. Melted char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test still passed and no insulation damage observed to the conductor wire.

Event description:
It was reported that during central processing, that the force bipolar has a cracked grey plastic on the bottom of the bipolar tip. There was no report of patient involvement.